Event description:
During use of carbon dioxide insufflator, pt had a high endotracheal carbon dioxide high (70), in recovery endotracheal carbon dioxide dropped to 50. Pt discharged the following day.